Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with over 300 units of insulin. There was no impact to the customer's blood glucose level. Recommendation was made by tandem technical support to avoid overfilling the cartridges. The customer declined troubleshooting with the current cartridge.